Event description:
It was reported that while using facscalibur 4 clr basic sensor unit there was leakage of biohazard. The following information was provided by the initial reporter: please confirm the safety check below. 1. Was the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Waste. 5. Did biohazard leak before or after waste line? After waste line. 6. Was the waste mixed with decontamination or bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid?

Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to facscalibur 4 clr basic sensor unit part # 343202, serial # (B)(6). ¿ problem statement: customer reported a complaint regarding a waste leakage not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6)2020 to (B)(6)2021. ¿ complaint trend: there are 7 complaints related to the issue of a waste leakage not contained within the instrument. Date range from (B)(6)2020 to (B)(6)2021. ¿ manufacturing device history record (DHR) review: DHR part #343202, serial # (B)(6), file #34012440 e2627 calibur basic w_4, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage not contained within the instrument was due to several worn waste couplings. The customer had initially reported that they found that liquid was leaking from around the waste liquid tank and sheath tank when pressure was applied to the instrument. The fse (field service engineer) confirmed the leakage and determined the cause to be due to deteriorating couplings and a v3 malfunction. The fse replaced the couplings (pns: 59-10092-04 (4x), 59-10092-02 (1x), 59-10181-05 (1x)), switched out the v1 and v3 valves, cleaned the instrument¿s fluidics path, and aligned the optics. No parts were requested for evaluation as the replaced parts are not returnable and were discarded. After the repair, the fse confirmed that the instrument functioning as expected with no further leakages. Although the leakage was of waste material which poses the risk of contamination, the customer confirmed that they did not come in contact with the fluid and were not harmed in any way. Additionally, there was no spray of fluid so the risk of contact was minimal. The safety risk is limited, s2, and there was no impact to customer health or safety. ¿ service max review: review of related work order #: (B)(4), case # (B)(4) install date: (B)(6)1999 defective part number: n/a work order notes: o subject / reported: the liquid is leaking. O problem description: when pressure is applied, liquid leaks from the bottom of the drawer. O work performed: (treatment)· replace a total of 6 drawer couplings. 1: v! Valve and v3 valve transfer, flow path cleaning, optical axis cleaning adjustment. (Result): · confirm that it does not recur even if pressure is applied for 1 hour or more. · cv value confirmation · paths other than facscompfsc / fl4-3. 1: prime is working, but there is a part with poor sensitivity. (Defective cv value of fsc / fl1, facscomp fails) o cause: (phenomenon) · confirm that liquid leaks from the bottom of the drawer when pressure is applied. 1: pre-work data, unconfirmed due to poor fsc sensitivity. (Cause) · deterioration of coupling. 1: v3 valve malfunction o solution: (result) · confirm that it does not recur even if pressure is applied for 1 hour or more. · cv value confirmation. · paths other than facscompfsc / fl4-3. 1: prime is working, but there is a part with poor sensitivity. (Defective cv value of fsc / fl1, facscomp fails) ¿ returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. ¿ risk analysis: risk management file part # 342973ra, rev. 04/vers. D, risk analysis facscalibur prod family was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no o ID: 3.1.3 o hazard: instrument inoperable o cause: tank supplier poor workmanship. 1. Leaking tanks. 2. Fit issues of sensor assemblies causing lack of pressurization. Reference (fyi-08-11). O harmful effects: 1. Delay in results. 2. Required cts and fse visit. O risk control: 1. Changed supplier to improve quality of tanks. 2. Tank molding tool was verified after install at new supplier site. 3. Oms # tam amended to add requirement to test all tanks shipped with instrument. O implementation verification: verification report. 1st article performed on first delivery in receiving inspection. Oms # 345868 kaisen # o effectiveness verification: #bmp0005, fa# fa17155, co # 1147e504418 o probability: 2 o severity: 2 o risk index: 4 o residual risk evaluation: a o new hazards: none mitigation(s) sufficient yes no ¿ root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to several worn waste couplings. ¿ conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to several worn waste couplings. The fse confirmed the issue, replaced the worn couplings, and switched out the v1 and v3 valves. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no further leaks occurred. The safety risk is limited, s2, and there was no impact to customer health or safety.

Event description:
It was reported that while using facscalibur 4 clr basic sensor unit there was leakage of biohazard. The following information was provided by the initial reporter: please confirm the safety check below. 1. Was the leak fluid or air? Fluid 2. Was the leak contained within the instrument? No. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Waste. 5. Did biohazard leak before or after waste line? After waste line 6. Was the waste mixed with decontamination or bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid?

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.